Event description:
It was reported that the device sterility was compromised. An opticross catheter was selected for use to view the target lesion. During unpacking, it was noticed that the seal of the sterilization pack for opticross and motordrive connection was found to be not attached. Another device was unpacked, however only the sterilization pack was used. The catheter is not defective. The procedure was completed with different device. No patient complications were reported.

Event description:
It was reported that the device sterility was compromised. An opticross catheter was selected for use to view the target lesion. During unpacking, it was noticed that the seal of the sterilization pack for opticross and motordrive connection was found to be not attached. Another device was unpacked, however only the sterilization pack was used. The catheter is not defective. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed stereli bag was found wihtout the sticker place in the motor drive connector interface. No other issues were found, the bag appears to be in good conditions. No other issues or defects were observed during product analysis of the returned device.